Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-nov-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. No data for the bolus and suspend histories was available. The pump was placed in suspend during testing and a bolus was programmed and delivery was attempted. The pump alarmed with an auditory alarm and a screen message "no delivery. Pump is suspended." The alleged history/settings issue was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged the pump was unable to perform boluses. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.